Event description:
Clinical study. It was reported that 723 days after a coronary drug eluting stenting treatment procedure, the patient had myocardial reinfarction and required a target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 3.0x11mm, 75% stenosed lesion in the mid left circumflex (mid lcx) with predilation and placement of a taxus express2 3.0x16mm drug eluting stent. The patient was discharged 8 days later on aspirin and clopidogrel. 723 days post index procedure, the patient presented with chest pain and syncope. Diagnostic angiography was performed. The patient had a myocardial reinfarction. The target lesion was treated with a drug eluting stent. Gpiib/iiia inhibitors and clopidogrel were administrated. The event was resolved and the patient was discharged the next day. The physician assessed the device relationship as definitely related. Additional information has been requested.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this bach shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.